Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubbles in the tubing. The customer's blood glucose (bg) level was 558 mg/dl with diabetic ketoacidosis. Subsequently, the customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.